Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed based on the customer provided photo, which displays the eyelet of the device disassembled from the driver. No change in harm was identified.

Event description:
On 6/7/2022, it was reported by an arthrex employee via email that (2) ar-2325bcc biocomposite swivelock pulled out of implantation site after insertion. A third one was used and able to complete the case without further issues. This was discovered during a foot and ankle procedure on (B)(6) 2022.